Manufacturer narrative:
(B)(4). During evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative explained the alarm to the patient. The technical service representative had the patient close the clamps and cycle the power to clear the alarm and advised the patient to start over with new supplies, making sure to verify that the patient line was primed before connecting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.